Event description:
A caller reported a malfunction on the pump, but there were no notable events prior to this issue, and it did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The pump was identified as part of a field correction, and the customer had not completed the online form acknowledgment. Technical support completed the form on behalf of the customer and arranged for a pump replacement. The pump was replaced, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.